Manufacturer narrative:
UDI related data quality updates only.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a fault 41 (patient temperature sensor failure) message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The autopulse platform (sn (B)(6)) will not be returned to zoll for investigation because the platform did not display the fault 41 (patient temperature sensor failure) message after further testing by the customer. Per the customer, the autopulse platform worked as intended during the testing and training session. The customer will monitor the device and continue testing and checking it. Therefore, no service was required to be performed by zoll at this time.